Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer contacted technical support for troubleshooting, where a reset was performed on the pump, and the malfunction did not recur after the reset. Technical support instructed the customer to continue using the pump.